Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) confirmed on-site problem and locate the fault in the helium bottle seal. It is recommended to replace it with each bottle change. The present work has been carried out in accordance with the manufacturer's recommendations.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involvement.